Manufacturer narrative:
(B)(4). Review of the lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. In this case, there was no reported device malfunction associated with the steerable guide catheter. The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the atrial perforation was likely attributed to procedural conditions; however, a definitive cause could not be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Event, implant, and therapy date: estimated dates. The device will not be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Niklas f. Boeder, md, jorn schmitt, md, johannes rixe, md, holger m. Nef, md, professor. Trapped cardioverter-defibrillator lead after interventional closure of an iatrogenic atrial septal defect after catheter-based mitral valve repair with the mitraclip system. International journal of cardiology 2015, doi 10.1016/j.icard.201502.046. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This is being filed to report the atrial septal defect that was observed after use of the steerable guide catheter, which was treated with a septal occluder. It was reported through a research article identifying the mitraclip system that the device may be related to the following: iatrogenic atrial septal defect, requiring closure using a non-abbott septal occluder. Details are listed in the attached article, titled "trapped cardioverter-defibrillator lead after interventional closure of an iatrogenic atrial septal defect after catheter-based mitral valve repair with the mitraclip system". No additional information was provided.